Event description:
It was reported that while performing an ultrasound breast biopsy with 11 ga probes and an ex holster the unit gave an l3-033 error while taking a sample. The customer used a competitor's unit to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 04/27/2009. Eval summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. The correct the issue, the analysis site replaced the transverse drive shaft and bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.